Manufacturer narrative:
Based on the claim against the product by the customer noting the tips of the instrument would not close, an investigation was completed to determine the cause of this reported event. Failure analysis investigations confirmed the customer-reported complaint. The primary failure of the instrument grips, bent severely, was found to be related to the customer-reported complaint. The medium-large clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the tips would not close on a medium-large clip applier instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no noted damage. The issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The type of clip used was a medium-large hem-o-lok. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The surgeon used a backup instrument to complete the procedure.